Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially used, with eight clips remaining. The ratchet function was engaged, and the distal end of the channel cover was intact. Microscopic inspection evaluated jaw coplanarity. Two scissored clips and one fully formed clip were re ceived. Functional testing showed that the ratchet function was disengaged. The instrument was initially test-fired once in air to observe clip formation. The remaining clips were then fired into test media and demonstrated proper formation. The jaws and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly into the jaws. Once the cartridge was empty, the interlock engaged and prevented jaw approximation. It was reported that the clip was scissored. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an open coronary artery bypass graft (CABG), during hemostasis, there was oozing when clipping. Upon closer inspection, it was revealed that the clip scissored. The issue resulted to tissue damage. When the clip applier was fired outside the cavity, the clip was also unformed. Another clip applier was used to repeat hemostasis to resolve the tissue damage and complete the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.